Manufacturer narrative:
Examine the condition of the two CPR release handles, CPR cable, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Operate the head section to the high position, then engage one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same tests on the other side of the bed. Release the CPR handles and make sure the mechanism locks correctly when you operate the head up control for a few seconds. The head section must rise. Replace the head section motor in the event of a malfunction or the CPR cable if broken. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 29, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. Upon inspection, baxter technician ran a function test on the versacare bed. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a versacare CPR not working were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
On (B)(6) 2026, a company representative - service personnel contacted technical service to report that versacare frame (product code p3200d000035, serial number (B)(6)), had CPR not working. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.